Event description:
Allegedly a neck was broken on a profemur l stem. As a consequence there was allegedly total functional disability of the left leg.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).